Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tanks empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided. Per sample evaluation results on 10apr2025, they ordered a mixing pump from part source and the device was still not cooling, looked at t4 and it started at 17.9 degrees but slowly dropped to 12 degrees after 10 minutes, explained that it should come in for assessment. Replaced chiller (B)(6), with new chiller (B)(6). Verified all upgrades were complete. Run system functional checks. The system heats to 42°c and cools to 6°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. Per sample evaluation results received via task on 06jun2025, it was reported that there was a chiller failure found during evaluation contributing to cooling issue.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature) expected 6, actual 17. It was determined that the device had a failed mixing pump. Chiller tanks empty no water, chiller temperature (t4) was 20. They will replace the mixing pump in house. Parts and pricing provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed if needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.